Event description:
It was reported that the tip broke off the handpiece during testing after the device was over torqued. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The tip was discarded by the user facility. The universal handpiece was returned and evaluated. Upon visual inspection, the threaded end of the angle nut was broken off, likely from the device being over torqued.